Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('gen. Abnormal bleed') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), allergy to metals ("nickel allergy, allergy") with rash pruritic and dermatitis infected, pelvic pain ("pelvic pain"), dyspareunia ("dyspareunia, dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia / unusually heavy menstrual cycles, menorrhagia (heavy menstrual bleeding)"), arthralgia ("joint pain"), alopecia ("hair loss"), dysmenorrhoea ("menstrual cycles painful (dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods),"), vaginal infection ("bladder/urinary problems bladder probs. Vaginal infection, severe infections"), thrombosis ("blood clots") and genital rash ("rashes in genital area"). At the time of the report, the genital haemorrhage, allergy to metals, pelvic pain, dyspareunia, menorrhagia, arthralgia, alopecia, dysmenorrhoea, abdominal pain, metrorrhagia, vaginal infection, thrombosis and genital rash outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, dysmenorrhoea, dyspareunia, genital haemorrhage, genital rash, menorrhagia, metrorrhagia, pelvic pain, thrombosis and vaginal infection to be related to essure. The reporter commented: reporter stated that her symptoms were being experienced and suffered by thousands of other women. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Amendment: the report was amended for the following reason: upon internal review, it was confirmed that the cases (B)(4) are duplicates of each other. The case (B)(4) was marked for deletion. Nullification reason: duplicate case is identified with f/u information. No new follow-up information was received from the reporter.